Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported partial clip movement and difficult imaging were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, mitral annular calcification, pre-existing ruptured chordae, and adjacent posterior leaflet restriction. A mitraclip xtw was inserted, and grasping was performed. However, difficulties visualizing the clip occurred. It was confirmed that some tissue was going into the clip and due to concerns of tissue integrity, the clip was deployed on both leaflets with chordae. However, after deployment, the clip partially detached from the posterior leaflet and remained attached to the anterior leaflet (partial clip detachment), causing mr to increase to a grade of 3+. An additional mitraclip ntw was inserted and deployed lateral to the first clip, reducing the mr to a grade of 3. There was no clinically significant delay in the procedure.